Event description:
It has been reported to philips that, system did not start. System was in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. A philips field safety engineer (fse) inspected the system onsite and confirmed that the system was not booting up because of the issue in flexvision pc. Review of the system log files showed that the flexvision was malfunctioning. The engineer connected the system disk directly to motherboard and the system booted up properly. The engineer suggested to replace the flexvision pc. The service quote provided by philips was not accepted by the customer, therefore no further action could be performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.